Manufacturer narrative:
The customer¿s report of a heparin overinfusion was not confirmed in the pcu event log review or replicated during rate accuracy testing, however a set misload scenario was replicated based on the customer¿s event description stating that the set¿s upper fitment had migrated/slipped into the pump chamber. Review of the pcu event log showed no programming errors. Functional testing found the pump module to be delivering fluid within specification with a correctly loaded set. An administration set may have been inadvertently misloaded based on the customer¿s description of the primary set¿s upper fitment having migrated/slipped into the pump chamber. During our testing, we observed that the primary set can be misloaded into the pump module so that the entire upper fitment is inside of the pump chamber, not nested in the recessed area designated for the upper fitment. If the upper fitment is not nested in its recessed area, the pumping segment can slip down and will not be in a straight line, perpendicular to the pumping fingers, thus allowing unregulated flow. The customer¿s event set was not returned for investigation and therefore could not be tested. The probable cause of the heparin overinfusion was most likely a set misload.

Event description:
The customer reported that a primary infusion of heparin 25,000 units/250 ml that was intended to infuse at 24ml/hr was delivered faster than expected over 1-2 hours. An air-in-line alarm occurred and the bag was noted to be empty. The user noted that the upper fitment ¿had migrated¿ into the pump housing with the door closed and no alarm occurred until the air-in-line alarm. The customer stated that this resulted in a free-flow. Serial ptts were ordered and the results were elevated. The patient did not exhibit signs of additional bleeding or neurological compromise and no harm was reported. The customer attempted to replicate the event using multiple pumps and tubing sets and stated ¿it is a repeatable phenomenon,¿ however the pumps did alarm for check IV set and the doors were difficult to close.